Manufacturer narrative:
The tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient. A review of the complaint history does not show any additional complaints related to the product.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the tip cover fell off into the patient. It was retrieved and no adverse event. Customer discarded the tip cover so there's nothing to return back. The procedure was completed with no reported injury. Intuitive surgical followed up with the customer and obtained the following additional information: the tip cover was discarded at the hospital. The fragment was retrieved with a laparoscopic instrument during the same procedure. The surgeon did not see the tip cover come off and was performing a final sweep before closing when he noticed the tip cover inside of the patient. The surgeon does not know if the instrument¿s wrist was straightened or not during removal. The surgeon does not know if site uses electrolube. No post-operative tests were performed to check for remaining fragments. There was no injury to the patient. There is no video recording. The tip covers with tears that the customer mentioned are previously reported tip cover tears.